Manufacturer narrative:
No malfunction or allegation of deficiency with the miradry device was reported. The adverse event occurred immediately following administration of local anesthesia, and the miradry device was never used during this case.

Event description:
Patient went into cardiac arrest immediately after receiving local anesthesia injection, patient died before miradry device was used. At no time was clinic able to start treatment, as soon as they placed boluses of anesthesia the patient began with shock and the respiratory arrest occurred in minutes.